Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The user interface pcb was suspected to be the problem. The customer was advised to replace the user interface pcb and liquid crystal display (lcd) user interface. The customer replaced the user interface pcb and lcd and reported that the brightness was restored.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.